Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported via clinical study that the patient underwent cementoplasty. Intra-op, cement extravasation was found at the superior disc space and inferior disc space. This cement extravasation was found not be extruded by more than 15 mm; and hence, was determined not to be clinically significant.